Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of an additional device required to remove the broken catheter fragment. Block h11: the advanix-naviflex delivery system was received for analysis. Visual examination of the returned device found the guide catheter detached. A destructive test was performed, and it was observed that the hypotube from the pull wire was not assembled correctly into the black guide catheter. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of catheter guide break. The investigation concluded that the reported event was likely due to a quality control deficiency as it was found that the pull wire was not assembled deep enough into the black guide catheter. Boston scientific initiated a non-conforming events prevention (ncep) investigation in june 2024 to further evaluate "catheter guide break" events where the hypotube was not properly bonded to the inside of the guide catheter. The investigation found the guide catheter can slip within the grippers during the bonding cycle after the foot pedal is pushed to begin the cycle. If this is not identified during visual inspection by the operator, this can cause an insufficient bond between hypotube and guide catheter. An immediate action was taken to add a magnification tool to the manufacturing process to improve operator visualization of the bond during the required inspection, and all operators were reminded of the correct method for bond inspections. Although the advanix biliary stent with naviflex rx delivery system continues to perform within anticipated product performance expectations, boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate whether any additional corrective actions are warranted. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary center bend stent preloaded with naviflex rx delivery system was implanted during a procedure performed on (B)(6) 2025. During the procedure, the guide catheter broke and remained inside the stent when the delivery system was removed. The broken catheter was removed using a snare through the proximal portion and the procedure was completed despite the delay. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix biliary center bend stent preloaded with naviflex rx delivery system was implanted during a procedure performed on (B)(6) 2025. During the procedure, the guide catheter broke and remained inside the stent when the delivery system was removed. The broken catheter was removed using a snare through the proximal portion and the procedure was completed despite the delay. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of an additional device required to remove the broken catheter fragment.